Event description:
It was reported that the atrial lead impedance had decreased and was low. The p wave was reduced and declined with the impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D284drg implantable cardioverter defibrillator (ICD) (B)(6) 2009; 6943-65 implantable tachy lead (B)(6) 1997.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had an insulation breach. The lead was capped and replaced.